Event description:
Pt admitted for urinary problems and a non-functioning catheter. On preop chest film it was noted that the catheter was fractured. Pt was taken to special procedure. The catheter was lodged in the pulmonary artery. A nittenal snare was used to successfully remove catheter fragment.